Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 434 mg/dl at the time of incident. The customer reported that the insulin pump had a blank display. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display returned. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.